Event description:
Left ventricular assist device implanted on 12/5/96. The device ceased functioning on 1/27/97, was explanted and returned to co at that time. Pt tolerated both procedures and continues to be hospitalized.